Manufacturer narrative:
A review of the receiving inspection (ri) for the mmsi x25 final tightener was performed identifying that lot number gm4727101 was released in two batches, batch1: lot qty of (B)(4) units was released on (B)(4) 2017 with no discrepancies. Batch2: lot qty of (B)(4) units was released on (B)(4) 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this instrument that could have contributed to the problem reported by the customer. Visual inspection: the x25 final tightener (part # 279712600, lot # gm4727101) was received at us cq. The tightener¿s distal tip was twisted and worn. The tip was twisted in the direction of tightening. The twisted/worn condition of the tip would render the device inoperable. The stripped/worn condition of the distal tip is consistent as an end of life indicator for the device. No other issues were identified during inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. Conclusion: after a visual inspection per guidance, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the x25 expedium drivers were stripped. There was no surgical delay or patient consequences. The procedure outcome is unknown. This report is for one x25 final tightener. This is report 2 of 3 for (B)(4).